Event description:
It was reported that when using the bd pyxis¿ es server, the user stated that all stations were on critical override and the active directory was down from 1 hour ago. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the all the stations were in critical override. A technical support specialist (tss) dialed into the server and restarted the database synchronization service. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.